Event description:
It was reported that the laparoscope, gynecologic had red and blue light bleed when the distal end approached an object. The issue occurred during the inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.